Event description:
During laparoscopic surgery, 5mm trocar sheath broke completely in two pieces while surgeon was manipulating an instrument. Broken piece fell into abdominal cavity. Surgeon spent several minutes (approx. 20 min) trying to retrieve broken piece. Diagnostic laparoscopy, possible laparoscopic appendectomy, possible exploratory laparotomy. Ethicon 5 mm trocar sheath broke during laparoscopic procedure. Surgeon called me to room to witness. He tried for approximately 20 min until he was able to retrieve plastic sheath from abdominal cavity. Extra disposable supplies needed to be opened and patient had extra time added to surgical time of being under anesthesia. Ethicon 5mm trocar ref# (B)(4), lot# p4t11t.